Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-12990n-1, scorpion needle, knee snapped inside of knee scorpion (ar-12990). This occurred during a quad acl reconstruction procedure on (B)(6) 2023, when an attempt was made to pass a suture through the quad capsule defect using the knee scorpion (following a quad acl harvest). 1 inch of the scorpion needle snapped off while remaining inside the knee scorpion. The 1 inch needle remained in the knee scorpion and was retrieved successfully. Procedure was completed successfully with no patient harm by using a vicryl with needle instead of the knee scorpion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d10, g3, h3, h6. The complaint allegation was confirmed. Evaluation of the customer picture attached to the complaint of a tip of alleged ar-12990n-1, batch/serial number (B)(6), confirmed the complaint allegations. The tip of the scorpion needle was broken off. The piece was also bent. A visual comparison with a new device confirms that it is the tip of an ar-12990n, scorpion¿ needle, knee. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."